Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was infusion knowledge portal data latency. Customer was attempted to review the infusion knowledge portal for the programming of the device with possible inaccurate delivery. There was patient involvement however patient outcome is unknown. Tech support was able to troubleshoot the data issue. Additional information was received on 11mar2026 through customer follow up that there was a user error due to a line tracing issue. There was no patient harm.

Event description:
It was reported that there was infusion knowledge portal data latency. Customer was attempted to review the infusion knowledge portal for the programming of the device with possible inaccurate delivery. There was patient involvement however patient outcome is unknown. Tech support was able to troubleshoot the data issue. Additional information was received on 11mar2026 through customer follow up that there was a user error due to a line tracing issue. There was no patient harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue during device programming and the observed inaccurate delivery appears to be user error related to incorrect line tracing, as confirmed during customer follow?up. Customer stated there was a potential infusion error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.